Manufacturer narrative:
Boston scientific initiated a corrective and preventive action (CAPA) investigation to investigate similar events of accolade family devices initiating safety mode operation due to high battery impedance. Boston scientific's CAPA investigation determined that the cause of the high battery impedance in the accolade family is an unanticipated concentration of lithium salts resulting from variability of battery assembly techniques. This may result in a lack of available electrolyte between the battery anode and cathode. As a result, boston scientific has refined processing techniques to reduce the variability of lithium salt concentrations and reduce the potential for latent high battery impedance. Boston scientific issued a field safety notice to physicians in december 2024 with an expansion in 2025 regarding the potential for accolade family pacemaker and crt-p devices to initiate safety mode operation due to this latent high battery impedance behavior. Boston scientific developed and released a software update for the accolade family designed to prevent initiation of safety mode in an ambulatory setting by detecting the onset of high battery impedance. If high battery impedance is detected, an alert to contact technical services is displayed via the boston scientific programmer and latitude remote patient management system, and radiofrequency telemetry will be disabled if the device remains in service.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted, and no allegations were made against the device. The device was returned to the post market quality assurance department. No adverse patient effects were reported.